Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor would failed testing. Upon evaluation, the q12 and q13 insulated-gate bipolar transistors (igbts) and u409 processor had shorted. The cause of the code 204. The cause of the code 204 and test failure is the shorted transistors and processor. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was displaying service code 204.